Event description:
On 3/28/96 an ipp device was implanted. On 10/29/96 the pump was removed. On 1/10/97 the tubing shortened. On 1/24/97 the cylinders were removed from the pt because the cylinders were protruding out through the urethra, appeared as bubble at the end of the penis.